Event description:
Patient was revised to address pain.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address pain. Doi (B)(6) 2010 - dor (B)(6) 2012 (right hip). The devices associated with this report were not returned. Per the initial reporting, patient x-rays are not available for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. **update** (B)(4) 2013 - litigation papers received. Litigation alleges soreness, elevated metal ion levels, instability, grinding of the hip device and locking up of the hip device. There is no additional information that would affect the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/26/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and increased metal ions (no lab results provided). The stem is being added to the complaint. The lot number for the stem ins't legible. There is no new additional information that would affect the existing MDR decision.